Manufacturer narrative:
It was identified after the initial MDR was submitted that this MDR was reported for observation at the same customer site that is also addressed in MDR 3005248192-2021-00172 and 3005248192-2021-00174 for observation of false positive results on other alinity m system serial numbers in their lab. Evaluation of this complaint confirms that it is associated with a confirmed issue from a previously completed investigation; therefore, this complaint will also be dispositioned as confirmed. Per the previous investigation an additional complaint history review determined that discrepant result (false positive) on patient samples has been observed by customers when using alinity m sars-cov-2 amp kit (list 09n78) across multiple lots. To date, (B)(4) complaint tickets have been received for the discrepant results (false positive) issue according to this additional search and the number has been increasing in recent months. Based on the results of the investigation elements, a product deficiency for alinity m sars-cov-2 amplification kit (list 09n78-090) was identified. Specification not met-the number of customer complaints for discrepant result patient samples (false positives) when using alinity m sars-cov-2 amp kit list 09n78 has been increasing on a monthly basis. Therefore, this complaint investigation will be dispositioned as confirmed. Abbott molecular determined that a field corrective action (fa-am-sep2021-260) should be taken via approval of 489-risk on september 2, 2021. This action was reported per 21 cfr 806 to the FDA on september 4, 2021 (report number 3005248192-09-03-2021-001-c). The field corrective action was issued as an urgent field safety notice / field correction recall letter dated september 2, 2021 providing customers background on the issue, potential impact and necessary actions. Additional follow up on investigation and corrective actions will be communicated via the 806 process. The following mdrs were also reported as related to fa-am-sep2021-260: 3005248192-2021-00214. 3005248192-2021-00145 follow up report 1. 3005248192-2021-00146 follow up report 1. 3005248192-2021-00155 follow up report 1 . 3005248192-2021-00190 follow up report 1. 3005248192-2021-00148 follow up report 1. 3005248192-2021-00168 follow up report 1. 3005248192-2021-00136 follow up report 1. 3005248192-2021-00161 follow up report 1. 3005248192-2021-00175 follow up report 1. 3005248192-2021-00220 follow up report 1. 3005248192-2021-00160 follow up report 1. 3005248192-2021-00116 follow up report 1. 3005248192-2021-00119 follow up report 1. 3005248192-2021-00169 follow up report 1. 3005248192-2021-00171 follow up report 1. 3005248192-2021-00172 follow up report 1.

Manufacturer narrative:
Elevated complaint investigation will be performed. Note: lot, expiration, UDI, manufacture date and PMA number have been left blank as this MDR is being submitted on the basis that alinity m sars-cov-2 amplification reagent kit (list 9n78-90) is similar to the alinity m sars-cov-2 amplification reagent kit (list 9n78-95) sold in the united states. Ticket does not reference a us list 9n78-95 lot number.

Event description:
Customer reported 4 false positive results on their alinity m sars cov-2 assay. Four samples were tested on an alinity m instrument and received positive results. Three samples were retested on the same alinity m instrument and generated negative results. One other sample was retested on another alinity m instrument and generated negative results. The false positive results were not reported outside the lab and there was no impact to patient management. This incident is being reported to FDA because the incident occurred in (B)(6) using the alinity m sars-cov-2 assay, list number 9n78-90, which is the same/ similar to the alinity m sars-cov-2 assay, list number 9n78-95, which received FDA eua approval.